Event description:
International distributor contacted dexcom technical support on (B)(4) 2013 to report that on (B)(6) 2013, due to sensor session failure, when sensor patch was removed at the doctor's office, sensor wire was missing. At the time of his call to dexcom technical support, patient reported that he was feeling well and did not require medical intervention.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.